Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 447 mg/dl and 98 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided for the reported test strips. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle strips, no trends were identified that would indicate any product-related issues. The dhrs (device history review) for the lite meter freestyle was reviewed. The dhrs showed the lite meter freestyle passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 447 mg/dl and 98 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional information: d4 (lot no) and (expiration date) has been updated based on returned product. The reported meter and the strips were returned and investigated. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button depression and insertion of strips. All results were within range specification and no errors were observed during control solution testing. No malfunction of product deficiency was identified.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 447 mg/dl and 98 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report